Manufacturer narrative:
The fiber was returned and upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber tip was degraded down to the fiber jacket. Laser fibers are consumable devices and expected to degrade with use. The light from the connector face was distorted, indicating that there was a fracture within the connector, confirming the reported event. Fracture within the sma connector can occur during procedural handling of the fiber during setup or use. The fiber connector may have a developed a microfracture that with continued use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. According to the device instructions for use (IFU) states, hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. Based on analysis and the information available, the investigation conclusion code assigned is cause traced to component failure which indicates expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that defective material was found on the flexiva 200 laser fiber. The fiber was returned for analysis and the product investigation concluded that there was a fracture within the connector. There was no additional information provided.